Manufacturer narrative:
Facility biomedical engineer extracted the device history log and provide it to the manufacturer for assistance in evaluation. Device was not returned. Based on the date and time that the log was pulled from the device it has been confirmed that the clock that maintains the date and time within the device was not correct making interpretation of the log more challenging. Using the date and time the log was extracted to try and correct the time stamps did not result in any activity on the date the event was reported to have occurred. The report indicated that the user could not get the pump to operate after trying for several minutes and when the patient went into cardiac arrest they decided to abort the MRI exam. The history log had activity that appeared to match the drug being infused and the activity reported although the corrected date and time was two days later than the date the user indicated the event occurred. This activity appears to show the user needed additional training on set up and operation of the infusion pump because the log documents the incorrect installation of the infusion set after powering up the pump. Additional training is scheduled for the facility.

Event description:
It was reported that patient presented at facility following trama with a lack of brain stem activity. A determination that a MRI exam was necessary for the patient and while transitioning from an ICU infusion pump to a MRI compatible iradimed 3860+ infusion pump the user had difficulty getting the infusion restarted. Patient was being infused with norepinephrine and phenylephrine at the time of the transition between infusion pumps. The patient went into cardiac arrest and CPR was performed. Circulation was restored to the patient . The MRI exam was aborted and the patient was reconnected to the ICU infusion pump.